Event description:
An electrical burning odor was noted at 0500. Staff swapped out open warmer, at approximately 1320 the electrical burning odor was once again noted at the bedspot. Clinical engineering was called and about ten minutes later a popping noise (three quick pops) was heard and the screen on the cool cap machine went blank and the machine stopped functioning. The infant was immediately taken off the cool cap and moved to another bedspot. To maintain therapy the infant was transported to another facility that could offer cooling therapy.======================manufacturer response for hypothermia units, infant, head, cool-cap (per site reporter).======================manufacturer provided rga# for device return evaluation and repair.